Manufacturer narrative:
No patient information provided as no patient was involved in this concern. The insertion/removal tool was returned to the manufacturer for analysis. Analysis found that the removal tip at the back end of the tool was bent, and no longer usable. Analysis found that the reported event was related to a mechanical issue. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used outside of procedure. It was reported that the insertion/removal tool was damaged. No patient present.